Manufacturer narrative:
(B)(6). Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, stent damage occurred. The 90% stenotic lesion was located in the mildly calcified and severely tortuous distal left anterior descending artery. Access was obtained through the femoral artery. The lesion was predilated with a non-bsc device. The physician advanced the 2.50x12mm taxus liberte stent to the lesion, but was unable to cross. Upon removal, it was observed that the stent was deformed. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "good".